Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient and initiated a 911/emergency protocol and was hospitalized for elevated blood glucose (bg) above 800 mg/dl) with ketoacidosis (dka) associated with an alleged inaccurate delivery. Reportedly, the patient resumed pump therapy after replacement and received insulin via injection and intravenous (IV) fluids and another unspecified treatment. It was determined that the following may have contributed to the alleged bg excursion: the patient believed they had a uti infection and the patient was on cefdinir 300 mg twice a day. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump¿s black box history showed evidence of boluses cancelled due to occlusion alarms on (B)(6) 2017. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. The investigation manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully with both being accurately recorded in the pump history. Investigation did not duplicate the complaint. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.